Event description:
Reported via clinical study. It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure the patient was noted to have left sided facial droop and dysarthria. A neurological assessment determined this was baseline from a previous stroke. One day later the facial droop and dysarthria worsened. The initial computed tomography (CT) scan showed no acute event. Magnetic resonance imaging (MRI) the next day showed that there were multiple bilateral embolic strokes. The patient was admitted to the hospital in response to this event.

Event description:
Reported via clinical study: it was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure the patient was noted to have left sided facial droop and dysarthria. A neurological assessment determined this was baseline from a previous stroke. One day later the facial droop and dysarthria worsened. The initial computed tomography (CT) scan showed no acute event. Magnetic resonance imaging (MRI) the next day showed that there were multiple bilateral embolic strokes. The patient was admitted to the hospital in response to this event. It was further reported that two months later the patient died of an unknown cause.